Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to receiver perpetually rebooting. A receiver boot test was performed and passed. Functional tests were performed and failed due to receiver perpetually rebooting. An internal visual inspection were not performed due to receiver perpetually rebooting. The receiver log was not downloaded for review due to the receiver perpetually rebooting. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.